Event description:
It was reported that the pump was unresponsive. It was also reported that the pump functioned properly when a new battery was inserted.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.